Manufacturer narrative:
Reported complaint of "user advisory 02 (compression tracking error)" was verified. A load cell was not functioning properly, it was replaced. Furthermore, battery lock was bent, it was also replaced. Archive file showed that a small object/patient had been placed on the platform and that "under voltage <18v" batteries were used. This message is indicative of the battery being removed before the platform was powered down. The platform passed the final test. Autopulse platform s/n (B)(4), MFR report #3003793491-2013-00423. Lifeband s/n (B)(4), MFR report #3003793491-2013-00424.

Event description:
It was reported that the user attempted to place a patient whom was in full cardiac arrest on the platform. Lifeband was aligned; when the start button was pushed, user advisory 02 (compression tracking error) appeared. No other information could be obtained. No adverse patient sequale was reported.